Event description:
The perfusionist found tyvek cover on the blister containing disposables open on one corner. Therefore, the tubing set had lost its sterility and usability. The customer had no evidence that it arrived that way. Reference: #(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has not yet been received and it is unclear if the device is available for an investigation. If the sample is received, the investigation will be initiated. The failure of cover opened cannot be reproduced in any kind of lab test, as the details of how this occurred could not be provided. We will monitor complaints for similar events. A supplemental medwatch will not be created for the reason that no root cause can be detected with a lab test and no remedial action can be performed based on this investigation results. If further complaints with the same failure occur containing more information of shipping and storage conditions, a more significant investigation will be initiated.